Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that shortly after the patient was intubated, non-deflation failure was recognized. The patient was re-intubated with new tube.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. Visual examination showed that the shape of the tubing had not been altered. A inflation/deflation test was performed, air was applied to the cuff and unit deflated without issue. The returned unit was inflated /deflated three times without issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that shortly after the patient was intubated, non-deflation failure was recognized. The patient was re-intubated with new tube.